Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 391 mg/dl. The customer took a bolus to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated the infusion set site would be changed. A few hours later the customer followed up stating bg's are still elevated. However, the exact value was not provided. Reportedly, the customer sent a message to the health care provider seeking medical advice. The customer stated that another bolus would be taken and declined cts follow up.